Event description:
Patient reported "pain, rippling and leaking, with hard lumps on the outer side of breast". This relates to the right side, device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain, rippling and leaking, with hard lumps.